Event description:
It was reported that two incidents. In the first incident, the foley catheter which had been used for a patient did not work. The balloon of the catheter was faulty. In the second incident the foley catheter 12ch came straight out after insertion. After checking the catheter post incident there did not seen to be a balloon visible and the water for injection did not reach the balloon site when injecting. Per follow up information received via ibc on 26aug2025, stated that there were 2 incidents occurred on separate dates. On (B)(6) 2025 and (B)(6) 2025 and no patient harm was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two incidents. In the first incident, the foley catheter which had been used for a patient did not work. The balloon of the catheter was faulty. In the second incident the foley catheter 12ch came straight out after insertion. After checking the catheter post incident there did not seen to be a balloon visible and the water for injection did not reach the balloon site when injecting. Per follow up information received via ibc on 26aug2025, stated that there were 2 incidents occurred on separate dates. 04/08/2025 and 07/08/2025 and no patient harm was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter and may cause balloon to burst. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 2. If patient has a catheter in-situ to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use a needle. If the valve is rigid or sticky, make the syringe tip more pliable by moistening with water. If you are unable to aspirate the fluid by pulling the plunger back and fill the syringe with no deflation, re-seat the syringe gently. Use only gentle aspiration, encourage deflation when needed; vigorous aspiration may prevent balloon deflation. If directed by local protocol the valve arm may be severed. If this fails contact adequately trained professional for assistance, as per institutional protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. 8. Proceed with catheterisation according to local protocol. To inflate catheter, simply insert tip of sterile water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water ¿ 10 ml. Correction: d, e. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two incidents. In the first incident, the foley catheter which had been used for a patient did not work. The balloon of the catheter was faulty. In the second incident the foley catheter 12ch came straight out after insertion. After checking the catheter post incident there did not seen to be a balloon visible and the water for injection did not reach the balloon site when injecting.